Event description:
According to the reporter, the first device's charging port came loose inside the monitor and the second device's charging port was loose and unable to charge due to unfitting charger. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the ac port on the controller appears to be dislodged and loose inside the controller. Upon opening the back panel, the ac adapter port was resting loose inside the controller adjacent to the pcba. Visual inspection of the connector power jack shows remnants of solder on the bottom of two terminals and a torn layer of surface finish on the third. The solder under the terminal appears spotty. The reported issue was confirmed. The most likely cause was the dislodged j1 component may be associated with poor soldering in conj unction with the inadvertent force used to insert the plug into the power jack as well as the tension when unplugging the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality sp ecifications. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from FDA's 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H9: z-2651-2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.